Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through tubes'), embedded device ('essure embedded in uterus') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), uterine inflammation ("uterus is inflamed and twice it size") and pelvic fluid collection ("fluid retaining in pelvic region"). The patient was treated with surgery (d&c and hysteroscopy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, uterine inflammation and pelvic fluid collection outcome was unknown. The reporter considered embedded device, fallopian tube perforation, genital haemorrhage, pelvic fluid collection, pelvic pain and uterine inflammation to be related to essure. The reporter commented: plaintiff had to have hysteroscopy two months ago. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure embedded in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out, coils had perforated through tubes, essure embedded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content form social media received. Event medical device removal was updated to events coils had perforated through tubes, essure embedded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through tubes'), embedded device ('essure embedded in uterus') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure embedded in uterus"), pelvic pain ("pain"), uterine inflammation ("uterus is inflamed and twice it size"), pelvic fluid collection ("fluid retaining in pelvic region"), dysmenorrhoea ("pain during cycle"), gastrointestinal disorder ("bowel complications"), fatigue ("fatigue"), autoimmune disorder ("autoimmune"), migraine ("severe migraines and light is a huge factor"), photophobia ("severe migraines and light is a huge factor") and tooth fracture ("teeth breaking off was huge problem for me"). The patient was treated with surgery (d&c and hysterescopy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, device expulsion, pelvic pain, uterine inflammation, pelvic fluid collection, dysmenorrhoea, gastrointestinal disorder, migraine and photophobia outcome was unknown and the fatigue and autoimmune disorder had not resolved. The reporter considered autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, pelvic fluid collection, pelvic pain, photophobia, tooth fracture and uterine inflammation to be related to essure. The reporter commented: plaintiff had to have hysteroscopy two months ago. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure embedded in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out, coils had perforated through tubes, essure embedded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region and bowel complication. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: content from plaintiff fact sheet (social media) received. Reporter and event teeth breaking off was huge problem for me was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through tubes'), embedded device ('essure embeddded in uterus') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure embeddded in uterus"), pelvic pain ("pain"), uterine inflammation ("uterus is inflamed and twice it size"), pelvic fluid collection ("fluid retaining in pelvic region"), dysmenorrhoea ("pain during cycle"), gastrointestinal disorder ("bowel complications"), fatigue ("fatigue"), autoimmune disorder ("autoimmune"), migraine ("severe migraines and light is a huge factor"), photophobia ("severe migraines and light is a huge factor") and tooth fracture ("teeth breaking off was huge problem for me"). The patient was treated with surgery (d&c and hysterescopy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, device expulsion, pelvic pain, uterine inflammation, pelvic fluid collection, dysmenorrhoea, gastrointestinal disorder, migraine and photophobia outcome was unknown and the fatigue and autoimmune disorder had not resolved. The reporter considered autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, pelvic fluid collection, pelvic pain, photophobia, tooth fracture and uterine inflammation to be related to essure. The reporter commented: plaintiff had to have hysteroscopy two months ago. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure embeddded in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out, coils had perforated through tubes, essure embeddded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region and bowel complication. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through tubes'), embedded device ('essure embeddded in uterus') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), uterine inflammation ("uterus is inflamed and twice it size"), pelvic fluid collection ("fluid retaining in pelvic region"), dysmenorrhoea ("pain during cycle") and gastrointestinal disorder ("bowel complications"). The patient was treated with surgery (d&c and hysterescopy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, uterine inflammation, pelvic fluid collection, dysmenorrhoea and gastrointestinal disorder outcome was unknown. The reporter considered dysmenorrhoea, embedded device, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, pelvic fluid collection, pelvic pain and uterine inflammation to be related to essure. The reporter commented: plaintiff had to have hysteroscopy two months ago. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure embeddded in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out, coils had perforated through tubes, essure embeddded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region and bowel complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Reporter added. Events - dysmenorrhea, bowel complications were added.product, patient & reporter information updated. Fu 4 & 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got mine taken out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through tubes'), embedded device ('essure embeddded in uterus') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), uterine inflammation ("uterus is inflamed and twice it size"), pelvic fluid collection ("fluid retaining in pelvic region"), dysmenorrhoea ("pain during cycle"), gastrointestinal disorder ("bowel complications"), fatigue ("fatigue"), autoimmune disorder ("autoimmune"), migraine ("severe migraines and light is a huge factor") and photophobia ("severe migraines and light is a huge factor"). The patient was treated with surgery (d&c and hysterescopy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, uterine inflammation, pelvic fluid collection, dysmenorrhoea, gastrointestinal disorder, migraine and photophobia outcome was unknown and the fatigue and autoimmune disorder had not resolved. The reporter considered autoimmune disorder, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, pelvic fluid collection, pelvic pain, photophobia and uterine inflammation to be related to essure. The reporter commented: plaintiff had to have hysteroscopy two months ago. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure embeddded in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out, coils had perforated through tubes, essure embeddded in uterus, bleeding, pain, uterus is inflamed and twice it size and fluid retaining in pelvic region and bowel complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. New events fatigue, autoimmune disorder nos, migraines and light sensitivity to eye were added. On 23-mar-2020: processed with fu7. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got mine taken out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I got mine taken out. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.